Event description:
A technician reported transient light sensitivity 2 months after bilateral lasik. Patient was placed on a steroid drop. Multiple attempts have been made by the facility to get patient in to be checked. There are two medical device reports associated with this event. This report references the right eye. Attempts have been made to obtain add'l information, at this time add'l info has not been rec'd.

Manufacturer narrative:
Add'l info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).